Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty power unit. The device evaluation found that the front panel had switch issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the video system center had abnormal on/off key and malfunctioning image display. The issue was found during preparation for use. The procedure was completed with another device. There were no reports of patient harm.

Event description:
The intended procedure conducted was an enteroscopy.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b5, d9, and d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) eight years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image is not display due to defect of the power unit. Olympus will continue to monitor field performance for this device.